Event description:
It was reported that during receiving inspection debris was found in the sterile package. There was no harm or injury as there was no patient involvement. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted. Event occurred in japan. Multiple MDR reports were filled for this event, please see associated reports: MFR - 0001526350 - 2023 - 00703; MFR - 0001526350 - 2023 - 00704.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.